Manufacturer narrative:
B3: date of event - correction. B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter comparison value was taken. The patient was wearing a betabionincs ilet insulin pump. The patient self-treated by ¿eating¿ to increase her bg level. That night before going to bed, the patient ¿paused¿ her insulin pump delivery to avoid a low alarm and went to sleep. At some point during the night, the patient lost consciousness. On (B)(6) 2025, around 2am, the patient¿s boyfriend called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 75 mg/dl and the patient¿s bg meter reading was 20 mg/dl. According to ems, the patient¿s cgm graph was showing her readings were going ¿up and down¿. The patient was treated with glucose gel and apple juice. After approximately 2 hours, ems left the patient. She was not transported to the emergency room (ER). It was not specified when during the event the patient regained consciousness. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems came, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter comparison value was taken. The patient was wearing a betabionincs ilet insulin pump. The patient self-treated by ¿eating¿ to increase her bg level. That night before going to bed, the patient ¿paused¿ her insulin pump delivery to avoid a low alarm and went to sleep. At some point during the night, the patient lost consciousness. On (B)(6) 2025, around 2am, the patient¿s boyfriend called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 76 mg/dl and the patient¿s bg meter reading was 20 mg/dl. According to ems, the patient¿s cgm graph was showing her readings were going ¿up and down¿. The patient was treated with glucose gel and apple juice. After approximately 2 hours, ems left the patient. She was not transported to the emergency room (ER). It was not specified when during the event the patient regained consciousness. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems came, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.